Event description:
During an incident in a foreign country in 2002, involving a male pt, this defibrillator did not charge and therefore could not deliver a shock. The pt died.

Manufacturer narrative:
The returned defibrillator was tested and found to be unable to charge to the selected level due to an open diode, d16. A second diode, d18, was found open but it does not affect operation for pt treatment. These 2 diodes were replaced, as well as d19 & q8 that were replaced as a precautionary measure, and proper operation for pt treatment was verified. The incident documents, the unit recognized the charge failure with the notation of "charge not reached". The MFR has reported that this was the first time they had experienced this type of failure and there was no trend. Laerdal reported this incident to authorities and laerdal medical reported this incident to authorities.